Event description:
Consumer called to report his meter getting readings that are not accurate. Was going to the dr and had his meter tested against a lab reading. Analysis run on clark error grid using lab readings (50) as reference point vs. Bd reading (94) yielded some data points in the d range of the grid, outside acceptable limits.